Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has low pacing impedance and causing muscle stimulation in the pocket with unipolar settings. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.